Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code 67, 92: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it has been reported that following insertion the patient experienced urinary frequency, urinary urgency, urinary hesitancy, nocturia and inability to empty bladder.

Event description:
It has been reported that following insertion the patient experienced urinary frequency, urinary urgency, urinary hesitancy, nocturia and inability to empty bladder.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to cystocele and stress urinary incontinence. The patient experienced pain, extrusion, bowel problems and recurrence.